Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. Troubleshoot was conducted. The customer was advised that the alarm was caused by set and or reservoir connection. The pump was found to be operating as designed. The customer was advised monitor the device and to call back if issues persist. The customer felt uncomfortable with the pump and wanted it replaced. The customer was advised the pump would be replaced.